Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a broken u link. A field service engineer (fse) station was found stuck at the blue carefusion application desktop with the device software not launching, and remote access was unavailable. Login attempts using the default admin credentials failed, resulting in station lockout. The fse reimaged the station and replaced the hard drive. The station was subsequently configured, and a system synchronization was performed to restore normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was stuck on a carefusion blue screen. The customer had rebooted the station; however, it continued to freeze on the blue screen. The station was confirmed to be online in remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.